Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was asked to change the battery several times on the insulin pump. Customer's mother stated that she did change the batteries several times but it did not help. Caller stated that the change battery alarm has persisted. Customer then received a power error. Caller was advised to change the battery and clean the inside of the battery compartment and cap. Caller confirmed that this did solve the issue and the battery came up as fully charged. Caller was informed to monitor the pump and to call back if the power error occurs again within 4 hours. Caller confirmed that she will call back.